Manufacturer narrative:
(B)(4). Prolene suture, ultrapro hernia system, 3d patch. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please clarify which device was used in the patients who experienced complications. If it was an ethicon device, please-follow-up if there were problems with the devices and if they caused/contributed to the reported events.

Event description:
It was reported in a journal article that the patient underwent an abdominal wall hernia repair procedure on unknown date between (B)(6) 2006 and (B)(6) 2009 and the mesh was implanted. Following the procedure, the patient possibly experienced seroma following an incisional hernia repair after hysterectomy and solved by means of aspiration after two postoperative examinations. It was possible that the patient experienced hematoma after inguinal hernioplasty. It was also possible that the hematoma was resorbed spontaneously or discomfort was manifested on the 5th postoperative day as a swelling and slight pain within the incision site and the revision of the surgical incision was conducted under local anesthesia, whereby no active bleeding was discovered. It was also reported that the hematoma was evacuated, superficial epigastric vessels were identified; they had been coagulated by means of diathermy during the first hernia repair; now they were ligated since their bleeding presumably caused the hematoma. The patient was released from the clinic 4 hours afterwards and had not had any discomfort over a 20-month follow-up. No further information is available.